Event description:
Healthcare professional reported "capsular contracture baker grade iii" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. White particles observed on the surface of the shell. Creases were observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
The device has been explanted.